Event description:
It was reported that during a percutaneous coronary intervention (pci), the imaging catheter broke apart. The target lesion was located in the left anterior descending artery (lad). The physician used atlantis sr pro to view the lesion. The physician first used the ivus catheter on one vessel the right coronary artery with no problem. When the physician used the same ivus catheter again on the lad and that is when the catheter fell apart. The catheter broke apart and the metal transducer started spinning around openly. It twisted like a string being twisted until it wraps around itself. The physician pulled everything out and then finished the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was returned for analysis. The male/female luer connection was disconnected and the imaging core was outside of the sheath assembly. The section of the imaging core outside of the sheath appeared twisted and wrapped around itself. Imaging core wind up in the telescope assembly was observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci), the imaging catheter broke apart. The target lesion was located in the left anterior descending artery (lad). The physician used atlantis sr pro to view the lesion. The physician first used the ivus catheter on one vessel the right coronary artery with no problem. When the physician used the same ivus catheter again on the lad and that is when the catheter fell apart. The catheter broke apart and the metal transducer started spinning around openly. It twisted like a string being twisted until it wraps around itself. The physician pulled everything out and then finished the procedure. No patient complications were reported and the patient's status is fine.